Event description:
I have had breast implants for about 14 (?) Replaced a couple of years ago due to rupture (saline). Silicone were put back in. I have had random joint issues lately. First in my right foot. Had it x-rayed. No fracture. It¿s a pain that isn¿t isolated to a specific area of my foot. It radiates and I¿ve lost some flexibility. I am only (B)(6) and I work out regularly and weight train and am at a healthy weight. The foot pain has been going on for about a year now, and they can¿t pinpoint what it is. Just a couple weeks ago, I now have similar pain in my right elbow. I haven¿t been to the doctor yet. I figured they would again find nothing wrong. But the pain is real! Now I see all these reports about breast implant illness. I¿m wondering if this could be related?!? I don¿t know even where to start!